Event description:
A surgeon reported that during a procedure in which an inraocular lens (iol) delivery system was used, a vitrectomy was performed due to a punctured capsular bag. The surgeon stated that as the iol traveled through the cartridge the leading haptic stuck to the backside of the optic. Vitreous loss occurred during an attempt to dislodge the haptic from the optic. The surgeon stated the outcome of the event was fair.